Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and in the middle of the procedure, the temperature recorded by the catheter rose during ablation shots. When they flushed the catheter, they discovered that one of the holes was blocked. They checked the pump and the irrigation tubing, and they were fine. When the catheter was replaced, the issue was resolved. No adverse patient consequence was reported. Additional information was received which indicated that the temperature cut-off value was exceeded. The system stopped the ablation when the cut-off was exceeded. There was no error noted from the irrigation pump. The issue was discovered when temperature rose, and the generator stopped ablation because the temperature cut off was met. The correct catheter settings were selected on the generator. There was no problem with flow rate. The issue happened in the middle of the procedure. The high temperature issue is non MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and in the middle of the procedure, the temperature recorded by the catheter rose during ablation shots. When they flushed the catheter, they discovered that one of the holes was blocked. They checked the pump and the irrigation tubing, and they were fine. When the catheter was replaced, the issue was resolved. No adverse patient consequence was reported. Additional information was received which indicated that the temperature cut-off value was exceeded. The system stopped the ablation when the cut-off was exceeded. There was no error noted from the irrigation pump. The issue was discovered when temperature rose, and the generator stopped ablation because the temperature cut off was met. The correct catheter settings were selected on the generator. There was no problem with flow rate. The issue happened in the middle of the procedure. The high temperature issue is non MDR reportable. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. Also, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number 31542035l, and no internal actions related to the reported complaint were identified. The high temperature and irrigation issues reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information ¿when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. ¿before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).